Event description:
Customer reported that the device would lock-up on the self-test portion of the bootup process. There was no report of pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed fault codes in the memory, and verified the reported lock-up issue. Physio replaced the system control pcb, user interface pcb and the flex cable assembly between the user interface pcb and system/memory pcb assemblies to observe proper device operation through functional and performance testing. Physio further evaluated the removed assemblies at the failure analysis center and determined the root cause of malfunction to be the flex cable assembly, flex circuit failure near solder joint of connection p12c3. Testing found an open connection between p12c3 and p31-9, and a crack at the base of the p21 solder joint. The open connection would have caused fault codes and boot up issues. There was no failures found with the system control and user interface pcb assemblies.